Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. During the remote evaluation, it was determined that the patient was in coma for already 30 minutes prior defibrillation treatment, therefore it is not suitable to use a defibrillator for defibrillation treatment, and it is impossible to save patient's life. The defibrillator did not have any malfunction. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was use error. The reported problem was confirmed. Customer was explained the product functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report has been updated from product problem to death. Philips received a complaint on the heartstart xl+ defibrillator indicating no response to defibrillation for 30-minute pause. The patient died.

Manufacturer narrative:
Patient outcome code has been updated. Correction: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The heart had arrested for 30 minutes before defibrillation treatment, therefore it is not suitable to use a defibrillator for resuscitation treatment. The device was evaluated remotely. The defibrillator did not have any malfunction. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was use error. The reported problem was confirmed. The customer was explained the product functionality. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating no response to defibrillation for 30-minute pause. The device was reported to be in use on a death patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating the device "had no response to defibrillation for patients who had stopped beating within 30 minutes but had normal treatment functions for patients with ventricular fibrillation." The device was used on a deceased patient whose heartbeat had stopped within 30 minutes. It was indicated the device did not have any malfunction. The patient death was initially reported on (B)(4) (MFR report number 3030677-2024-02082), however, (B)(4) has been split. (B)(4) addresses therapy delivery test failed issue and (B)(4) addresses "no response to defibrillation for 30-minute pause" patient death issue.